Event description:
The patient felt a vibratory alert due to the ICD's capacitor's charge time limit being reached. The device was explanted and replaced in order to resolve the issue. The patient's condition was stable.

Manufacturer narrative:
No conclusion code available. The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The original hv capacitors were removed and sent for further analysis. The extended charge timeouts were due to an internal hv (high voltage) capacitor anomaly. The device was tested with a set of known functioning hv capacitors and the charge time was normal.